Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the connection part between the valve and the abdominal catheter was found broken. The valve was replaced with another one on (B)(6) 2016, and the patient's condition is good after surgery. No further information is available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at 30mmh2o. The valve was visually inspected, it looks like the end of the valve has been clamped and this has broken the catheter and slightly crushed the connector. Review of the history device records confirmed the valve product code ns9008 with lot crhbgv, conformed to the specifications when released to stock in 9th july 2014. The root cause of the problem could be due to users error as it looks like the end of the valve has been clamped and this has broken the catheter and slightly crushed the connector, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.